Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulation for spinal cord stimulation. It was reported that the patient had spoken with a rep earlier today stating that they needed a new battery. Patient stated they were in so much pain. Patient reported charging it but nothing happens, she does not feel anything even though she increase stimulation. The topic of needing new battery was not discussed during call because equipment seem to be working as expected. Patient stated since implant, it has helped a lot and she was doing so well then all of a sudden 3 days ago she could hardly get out of bed and the pain was so bad. Patient reported yesterday she went and got her controller to check her settings and they were on but very low. Patient stated they tried to increase but it would not increase. (B)(4) worked with the patient to check her settings; patient has a, programs 1 and 2. 1 for her left leg and 2 for her right leg, she increases to 4.5 but does not feel much at all. Patient did not have any other groups. Pss worked with patient to increase on program a 1 and patient stated she felt at 7.6, after several tries patient was successful to have both programs 1 and 2 on. 1 started at 3.2 and patient increase to 7.6 and 2 started at 2.0 and patient increased 8.8, patient stated she had pain in both, sciatic nerve pain down back of her legs left like a knife stabbing. Initially patient stated she now half felt some stimulation but it was not the whole leg it was just part of it, patient stated she was walking around and had stim in both legs. While walking patient suddenly stated, they could not stand it, on the right and left if she pulled her body up, her shoulders back, it was too strong it hurt. Patient decreased back down to 3.3 on 1 and 3.2 on 2. Patient stated she did not feel real hard and could feel some numbness so she did not feel the pain as much. Patient checked her battery levels and reported both showed low. It was reviewed that battery seemed to be working as expected and to call back if further support was needed. Additional information was received from the patient. It was reported that the device would not increase stim. The patient didn't believe the battery was working correctly. They said they needed a new battery as it used to last for 3 days and now only lasted for one day. No further complications were reported.